Event description:
It was reported that the user received an insulin occlusion alert while using the infusion set, and after guidance to unclip the pump and prime until drops were visible. Insulin delivery was resumed without identifying any kinks or bends in the tubing. Symptoms included a potential interruption of insulin delivery consistent with an occlusion alert, with no reported adverse clinical effects. Outcomes included resolution of the alert through troubleshooting and education, with no medical intervention or hospitalization. Investigation included user-assisted troubleshooting. Investigation of this case revealed insulin flow was re-established after priming with no confirmed hardware or tubing defect observed. It was concluded that the event was consistent with an intermittent occlusion that resolved after user priming, and no device malfunction was confirmed.